Event description:
The unit had a free flow on station #4 that had dextrose hanging on it. The user had just installed the set at the beginning of his shift and when he pressed the start button, the unit free flowed and the e-30 alarm was set. Station #4 rotor did not turn. There was no patient involvement.